Event description:
Patient called lfs and alleged that their meter was reading inaccurately high. The patient tested on their meter and obtained results of 135 and 130 mg/dl. The patient visited their physician and had their blood sugar tested on the physician's meter and the result w2as 109mg/dl. This is not a valid comparision. The patient did not report experiencing any symptoms. Treatment is unknown. The patient also performed two control solution tests, both failed. The test strips were in good condition, codes matched and the techniques for applying the blood to the test strip and cleaning the puncture site were done correctly. The metr and test strips are being replaced for the patient.